Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. An examination of the returned device identified that the balloon had been inflated and was not refolded. The balloon of the device was visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. No issues were identified with the blades that may have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the device¿s markerbands which could have contributed to the complaint incident. A visual and tactile examination identified no issue with the hypotube or shaft of the device which could potentially have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03920. It was reported that blade was stuck in stent. On an unspecified date, a promus element plus drug-eluting stent was implanted in the right coronary artery. In (B)(6) 2018, the patient presented with in-stent restenosis of the previously implanted promus element plus stent. A 10/2.50mm flextome cutting balloon was advanced and the blade became stuck in the curved area of the stent. A non-bsc guide extension catheter was pushed and pulled to remove the flextome device. The cutting balloon was then removed from the patient. The procedure was completed with a drug-coated balloon and a different balloon catheter. Intravascular ultrasound (ivus) was performed and revealed no damage to the implanted stent. No patient complications or injuries were reported.